Event description:
It is reported in the letter of the customer that the fowler would not hold in the upright position and that the gas cylinder is leaking. There was no reported pt involvement or adverse consequences.